Manufacturer narrative:
A field service engineer (fse) evaluated instrument. Fse found a small build up on the carbon bridge. Fse replaced flow cell as proactive measure and installed new carbon bridge to resolve the issue. (B)(4).

Event description:
The customer alleged erratic ise (ion selective electrolyte) patient results and high anion gap generated for multiple patient samples on system unicel dxc 800 pro instrument. The erroneous patient results were not reported outside of the laboratory. There was no effect to patient treatment in connection to the event. Customer did not provide initial and repeat patient results. Quality control was within the laboratory's established ranges prior to event.